Event description:
It was reported that the pt underwent a sling procedure. The procedure went uneventfully through the placement of the first needle. Cystoscopy showed no abnormalites. The second tvt needle was then placed. Cystoscopy revealed that, even though the needle has not perforated the bladder wall, it could be visualized just beneath the bladder mucosa on the right side. Upon making this observation, the physician resolved to complete the procedure and observe the pt. The foley catheter was removed on day 1 and the pt discharged, feeling well. Later that day, the pt presented to the emergency room with gross unilateral labial and suprapubic edema. The physician reports that the labium was almost 10x its normal size. A foley catheter was placed and the edema largely resolved in 2 hours. A CT-cystogram revealed a defect in the bladder wall with spillage of dye into the peri-vesical space. The pt refused admission. The foley was left in place for 2 weeks. Once removed the pt did well for 2 weeks, and then developed urgency and frequency. Cystoscopy revealed that one edge of the tvt tap had penetrated the bladder wall, yielding a segment and intravesical mesh measuring approx 1 cm long and 0.5 cm wide. The bladder defect was well healed and the physician intends to resect the mesh cystoscopically.